Manufacturer narrative:
(B)(4). Probe used: lot ml19084490 was reviewed (in process sn (B)(4)). Manufacture date: 9/17/2019; expiration date: 5/1/2023. There were no problems seen during the manufacturing or testing of this lot. Additional information was requested, and the following was obtained: what were the indications for the ablation? Hepatic tumor removal by microwave what is meant by hepatic thrombosis procedure? Hepatic tumor removal by microwave how many probes were used in the ablation area? 1 probe lk15 serial number : (B)(4). What was the location of lesion and necrosis? Central hepatic lesion, necrosis of an important part of the liver by a left portal thrombosis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the physician typically use lk15 probe for this type of lesion? Can baseline images be shared for comparison?

Event description:
It was reported by the clinical that during a hepatic thrombosis procedure, patient had necrosis of big part of the liver instead of only the part that was supposed to be treated. Mentioned that they used prob with lk15 type needle. Clinical had no further information available.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 5/7/2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Lot: ml19084490 was reviewed (in process sn: (B)(6). Manufacture date: 9/17/2019 expiration date: 5/1/2023. There were no problems seen during the manufacturing or testing of this lot. Additional information was requested, and the following was obtained: does the physician typically use lk15 probe for this type of lesion? Can baseline images be shared for comparison? Yes the physician will typically use the lk15 probe for a liver lesion, similar size. No we don¿t have other baseline images to compare.